Event description:
On 05/25/2007, the company received a report where it was claimed that a 4cfs package contained a 6cfs tube. The caller stated that the end clinician was weaning the pt from a larger tube to a 4cfs tube, but incorrect labeling resulted in insertion of a 6cfs. The caller reported that the physician discovered the incorrect size after insertion, but elected to leave the incorrect tube in the pt. The caller reported that the pt was sent home to clean the replaced tube (4cfs) then requested to return for reinsertion of the 4cfs. The caller reported that the pt made claims of discomfort and bleeding. The original 4cfs has been cleaned and re-inserted into the pt and the tube will be replaced once a replacement tube is received.